Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the e-200 generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that a maryland bipolar forceps instrument connected to the e-200 generator had arced between the jaws and caused melting on the instrument. The customer replaced the instrument with a new one, but the same issue occurred; the customer noted that the new instrument continued to be used. The customer tested a fenestrated bipolar forceps instrument but had no issues. The technical support engineer (tse) advised the customer to restart the e-200, when possible, the tse viewed the logs but found no related issues. The customer then noted that there was no contact between the forceps instruments themselves, nor with any other objects. An external vio3 electrosurgical unit was reportedly placed nearby, but according to the customer it was not connected to the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the arcing observed did not make contact with tissue or cause other patient injury. The customer does intend to return the instruments for analysis. The second maryland bipolar forceps instrument also had thermal damage but was continued to be used. The customer had exchanged the electrosurgical unit during the procedure due to the issue and was able to complete the case robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis reevaluated the e-200 and the issue was not confirmed or replicated. The unit could not perform system drive testing. As a result of these findings, further investigation will be required to determine the root cause of the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was returned for failure analysis and the reported, spark occurred with maryland bipolar, issue was confirmed and replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good equipment, fixture, or tool (eft) and powered on with e-200 not detected message. As a result of these findings, failure analysis could not determine the root cause for this issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis could not determine the root cause for this issue. However, a root cause may be attributed to an electrical component failure.

Event description:
Refer to h11 for follow-up information.